Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), psychological trauma ("psych injury"), cystitis ("bladder/urinary problems -bladder infection"), urinary tract infection ("bladder/urinary problems- uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy + bilateral salpingectomy). At the time of the report, the pelvic pain, genital haemorrhage, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved and the psychological trauma outcome was unknown. The reporter considered cystitis, genital haemorrhage, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient received treatment for pain, bleeding and bladder/urinary problems. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: invalid case validated; product information updated; event injury(invalid) changed to: "pelvic pain"; adverse events added to case: "genital bleeding", "psychological trauma", "bladder/urinary problems". Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.